Manufacturer narrative:
(B)(4). This is a report of a use error where the patient connected the patient line to the transfer set before priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line without an alarm. During troubleshooting, it was determined that the patient line was not primed before connecting. The technical service representative advised the patient to end the therapy, remove the cassette, and to start over with all new supplies. The technical service representative reviewed proper procedures with the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.